Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The instructions for preparation were followed during preparation of the clip delivery system (cds). The cds was advanced in the patient, there was no challenging anatomy noted. After grasping the leaflets, an attempt was made to check gripper line removability; however, it would not move and began to stretch. Troubleshooting steps were performed, the grippers were cycled, straddling was checked; however, the gripper line would not move. As the lock lines were still attached the clip was able to be inverted and removed from the patient without issue. A new cds was prepared and used for the procedure without further issues noted. The patient was stable post procedure with a final mr grade of <1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical jam (unable to remove gripper line) could not be determined. The reported stretching of the gripper line was likely a secondary effect of the inability to remove it and due to additional force used in attempts to remove it. There is no indication of a product quality issue with respect to manufacture, design, or labeling.